Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was unable to properly communicate with an electrode belt. The cause for the failure was isolated to a shorted c655 capacitor on the computer/analog pca. The root cause for the shorted capacitor could not be positively identified; however, it is likely that the damage occurred during ems resuscitation attempts. Device evaluation of electrode belt sn (B)(4) was completed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the communication failure was isolated to a strained trunk cable. The trunk cable was pulled from the strain relief, damaging connector j702 on the distribution node pca. The root cause for the damaged cable was excessive force. It is likely that the damage to the cable occurred during the ems resuscitation attempts. The patient was in bradycardia at the time the device was damaged, likely during resuscitation attempts. The patient passed away two days later without wearing the lifevest. No treatable arrhythmias were detected by the lifevest.

Event description:
A distributor contacted zoll to report a patient death. The patient passed away on (B)(6) 2016. It was reported by the patient's son that the lifevest was worn at the time of death. Paramedics were called to the patient's home to perform resuscitation attempts. The patient was then transported to the hospital by ems and passed away. Download data indicates that the lifevest was last used by the patient on (B)(6) 2016. The lifevest monitor and electrode belt stopped communicating at 20:53:20 on (B)(6) 2016. The patient was in sinus bradycardia (40 bpm) at the time of the monitor-electrode belt communication disruption. The lifevest considers bradycardia to be a non-treatable rhythm. It is unknown exactly what date and time paramedics arrived and tried to resuscitate the patient. The interruption in monitor-electrode belt communication is consistent with ems resuscitation attempts. The lifevest was not active on the day the patient passed away.